Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient's husband stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 4.2 inr. Within 7 hours of the meter test, a sample from the patient was tested in the laboratory using stago reagent, resulting as 3.0 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or have medication changed based on the meter result. The patient is currently fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly, although recently, the patient has been tested twice per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose is adjusted weekly. The patient has had no diet changes, no new medications, no illnesses, and no symptoms of bleeding or bruising. The patient did not have a special or unusual diet. The meter has not been cleaned. The patient's product has been requested for investigation and replacement product has been sent to the patient. Retention test strips (lot: 294151) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The patient's meter and test strips were returned for investigation. The meter and strips were tested with retention control material. Testing results (qc range = 2.0 - 3.0 inr): qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.